Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the grounding pad was not being recognized. The customer had tried multiple pads with no change. The technical support engineer (tse) recommended to have the site place the pad on a staff member's arm or fold the pad in two to test if the issue was related to the patient. The tse also had the staff re-clean the patient's skin, but the issue did not resolve. The tse had the customer use an alternate generator, which resolved the issue. The site completed the procedure with a force triad. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the procedure was completed with a backup generator without any injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that the grounding pad was not recognized by the erbe and replaced the erbe. The system was tested and verified as ready for use. Isi received the generator involved with this complaint, failure analysis has not been completed yet. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: the electro-surgical generator unit (esu)] was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14: intuitive surgical, inc. (Isi) received the integrated electrosurgical unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not reproduce the customer reported complaint. The unit was energized and cauterized and all ports recognized instruments.